Event description:
The following information is from an article published in the american journal of cardiology titled "embolic stroke due to a left atrial thrombus two years after placement of an atrial septal defect closure device". A pt underwent closure of a secundum type atrial septal defect (asd) utilizing an amplatzer device. Two years post-implant, the patient developed acute and progressive altered mentation. Initial clinical and imaging data confirmed multiple cerebral, cerebellar and brain stem emboli and infarcts. She was treated urgently with intra-arterial thrombolytic agents with only minimal improvement. Transesophageal echocardiogram (tee) revealed a large thrombus (1.2 cm) attached to the left atrial disc and was the source of the emboli. Tissue plasminogen activator was infused and flow was restored; however, the patient developed bilateral hemorrhagic infarcts requiring ventriculotomy. The patient was reportedly taking aspirin 81mg/day for the first six months. And teee at 6 weeks and 1 year showed the device in place with no residual shunt. The patient also smoked and used oral contraceptives. The patient required a tracheotomy and gastrostomy for feeding and was transferred to a rehabilitation center. Four months later, tee showed complete dissolution of the thrombus.